Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports and event in (B)(6) as follows: the surgeon had difficulty inserting the locking screws in question due to the defective screw threads. Eventually, pressing the screws hard by hand was unavoidable during the insertion. There was a 5-minute surgical delay. This is 1 of 2 reports for (B)(4).

Manufacturer narrative:
(B)(4).device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.